Event description:
It was reported to philips that when the charge button is pressed on the device the led goes out and does not come back on for two monitors. There was no reported patient involvement/adverse patient impact.